Manufacturer narrative:
Concomitant medical products: bd 10ml syringe lot 9205515 exp 2022-07-31; non-bd needle free IV connector. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Unexpected return the male luer of the IV tubing set was broken.

Manufacturer narrative:
Correction on initial report d.11: disregard ((2)me2017;8100;8015). Additional information provided: d.1, d.4, d.10, d.11 & g.5 an unexpected return confirmed a male luer break. The set was visually inspected for cracks, misassemblies or damages to the components. Visual inspection of the set noted that a male luer collar was cracked and broken. No other anomalies were observed. Functional testing was deemed unnecessary due to the broken male luer collar. The root cause was identified as related to design of the specific male luer component. Device history record for model me2017 could not be performed due to no lot number being provided by customer.

Event description:
Unexpected return _ the male luer of the IV tubing set was broken.